Event description:
It was reported that the customer was hospitlaized for infection and high bgs. The customer had nausea and was comiting. It was indicated that the cause of their admission was urinary tract infection and dka. Troubleshooting was performed. The set was changed prior to the admission. It was unable to review the programming since the device was showing an alarm message. The contact did not have any new batteries. The nurse stated that she would have the customer call to the help line for further testing.